Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure : fusion it was reported that post-op, the screw was broken. The product came in contact with the patient. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis result: visual microscopic the screw has returned with the shaft of the bone screw broken just under the head. The head of the screw is locked at or near full angulation. Post fracture surface damage does not allow for analysis of the entire fracture face. However, the area of crack propagation(ratchet marks) can be seen and is in line with the angle of the screw head. The fracture appears to be the result of cyclic fatigue. The fatigue could have been expedited by the sharp angle of the screw head. If information is provided in the future, a supplemental report will be issued.